Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 304 mg/dl. Customer other relevant blood glucose level was over 400 mg/dl. The customer treated the high blood glucose with bolus. The customer did not mention if auto mode was in use. The device will not be returned for analysis.